Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic left inguinal hernia repair. Event description: upon initial placement of the first trocar into the umbilicus, the trocar snapped while pushing it through. A piece of the trocar was in the patient's skin part way and the doctor used a [non-applied] clamp to pull it out. No pieces fell into the patient. The break is considered a clean break. The doctor replaced the trocar with [competitor] trocar and completed the remainder of the case. No patient injury. The doctor is a newer user of the applied trocars. The surgeon was able to use other applied trocars in subsequent cases, the same day, without incident. The device is available for return. The facility forwarded a photograph of the device to the implementation specialist. Additional information received via email on 29-oct-2017 at 10:12 am from charge nurse at (B)(6): it is not verified that the doctor is a newer user of applied trocars. The facility was on an applied trocar evaluation starting 19-sep-2017. Additional information received via email 31-oct-2017 at 9:01 am from implementation specialist: photograph provided of the broken cannula. Type of intervention: na. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned for to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a fractured cannula. Based on the description of the event, it is likely that the reported event was caused by material degradation during the molding process, which could cause the part to be more prone to fractures. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of event to occur.